Manufacturer narrative:
Nerve problems are a wellknown complication during implant surgery in the posterior region of the mandible. The device was evaluated and found to be within specification. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
According to the available information a (B)(6) year old female patient received one osseospeed ev 4,2s - 8 dental implant on (B)(6) 2020 in regio 19 (fdi # 37). The implant had to be removed on (B)(6) 2020 because there was a suspicion of nerve involvement (paresthesia). After removal of the implant the patient was fine.